Event description:
Same case as MFR's report's #6000130-2006-00082. It was reported that during a ptca procedure, the tip of the luge guide wire fractured inside of the pt. The tips of two luge guide wires broke off in the extremely calcified and moderately tortuous rca lesion. The pt went to surgery where the tips were successfully removed. Pt status was listed as "okay" post surgery. Two attempts have been made in the last week to obtain add'l info from the health care provider without success.